Event description:
It was reported to st. Jude medical that the lead was removed due to a fracture, which resulted in inappropriate therapy. It was also reported that fast ventricular tachycardia of the pt was not treated by ICD. The lead was explanted.